Event description:
Rec'd report of difficulty threading a pacing lead. A 67 y/o female having had open heart surgery required pacing 72 hrs later. She was "very sick". The dr had difficulty threading the lead. When they attempted to pass the lead, it was resistant to being pushed through the catheter. They attempted to flush the catheter, but this didn't help. The patient was asystole while they were trying to insert the lead. When the product didn't thread, they had several other pacing leads they could use, including the elecath brand pacing lead which they were able to insert and pace with. Eventually, they inserted another catheter on the left side and inserted a transvenous pacer. The patient expired, "but not necessarily related to the product problem."